Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the ivtm therapy, customer reported the thermogard xp ivtm system (sn (B)(6) displayed an "air trap warning" error message. The customer checked the air trap, but the same alarm kept repeating. When they turned the console off and restarted it, the error message persisted. A different console was used to continue therapy. No impact or consequence to the patient.

Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn (B)(6)) displayed an "air trap warning" error message was not confirmed during the functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. The thermogard xp console passed the power-on self test (post) without any fault or error. The system is working as intended. The root cause of the issue was unable to be determined. However, it is suspected there may have been a particle or moisture on the air trap sensor board that could have contributed to the intermittent air trap warning issue observed by the customer. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.